Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vticmo 13.2, -17.0/4.0/85 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2015. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault with rotation. This exchange resolved the problem.